Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had experienced a no delivery alarm. The customer reported that the alarm did not occur during the manual prime. Troubleshooting was performed. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer¿s blood glucose level was unknown. The product will not be returned for analysis.